Manufacturer narrative:
Zimvie complaint number (B)(4). H11: d10 - medical product - tsx implant, 4.1mmd, 11.5mml catalog #: tsx41b11 lot #:2120020369.

Event description:
It was reported that when we put the healing abutment in the dr. Didn't like the position of the implant so we decided to take the abutment out and the implant came with it. So they got stuck together. We had to place another implant due to the healing abutment and implant sticking together. Had to take the implant and abutment out and put a new implant and abutment in. So it added more time on to the appointment.